Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the patient experienced a cerebral infraction and hemorrhage. It was reported that the patient did not recover consciousness due to this issue and eventually expired on support. There is no allegation against the impella, however, there is not enough information to exclude the impella device as an associated factor in the patient's demise.